Event description:
It was reported that the patient's "left lead broke in (B)(6) 2012 and was replaced, along with his internal neurostimulators (ins)." The patient stated that he fell in (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-07438.

Manufacturer narrative:
Product ID, 7426 lot# serial# (B)(4), implanted 2010 (B)(6), explanted: product type neurostimulator product ID, 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 3387s-40 lot# v363992 serial#, implanted: 2010-(B)(6), explanted: product type lead product ID, 3387s-40 lot# v388841 serial#, implanted: 2010-(B)(6), explanted: product type lead. (B)(4).